Event description:
Hamilton medical ag received the following event description: the device alarmed with tf5507. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) follow-up 1: investigation outcome. During preventive maintenance/testing, the ventilator generated tf 5507 ¿ tf_alrm_gcp_tf_mixer_valve_open technical faults; no patient involvement was reported. Hamilton medical ag received the logfiles of the device for analysis. Logfile review confirms the occurrences of tf 5507 on march 24 at 11:04:59 and 11:07:54. Tf 5507 indicates a gas control mixer valve open condition, suggesting a malfunction within the gas delivery subsystem (e.g., mixer valve assembly or associated control electronics). The most probable root cause is a defective sensor board. To date, despite several follow-up requests, no additional information has been received regarding corrective actions taken or confirmation of repair. Therefore, the exact root cause could not be conclusively determined. Hamilton medical considers this case closed.